Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon "no image signal is output from sdi" could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that two printed circuit board boards were immersed and corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite video system center had no serial digital interface output. The issue was found during preparation for use before a diagnostic procedure (gastroscopy). The patient was not under anesthesia. The procedure was completed using a similar device. There were no reports of patient harm.